Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article reviewed, "longitudinal observational study of reverse total shoulder arthroplasty for irreparable rotator cuff dysfunction: results after 15 years", by christian gerber, md, et al., published in j shoulder elbow surg (2017). 52 consecutive patients (23 men, 29 women) with an irreparable rotator cuff tear and secondary pseudoparalysis of active anterior elevation were treated with the delta iii prosthesis, (utilizing competitor cement if the humeral component was cemented). At the 15 year follow-up, 22 patients were alive/available for examination. One or more postoperative complications were recorded in 13 patients. This complaint addresses a patient who was subject to late shoulder dislocation, at 64 months post-implantation, for which the treatment was revision for polyethylene humeral cup exchange.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : no device or product details were received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.